Manufacturer narrative:
Concomitant product(s): d314trg crtd, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received 72 shocks and later passed away. A member of the patient's family alleges the device system contributed to the patient's death.